Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for a driveline infection. The patient was returned to the operating room (or) for a pump exchange on (B)(6) 2025. Inotropes were initiated. After removal of the infected gore-tex that was wrapped around the driveline and outflow graft (ofg), the surgeon aborted the exchange to clean out the infected area. The patient was returned again to the or and the exchange was completed the next morning, on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.